Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Date of post-operative patient pain is unknown. This report is for one (1) unknown blade. Reports indicate that the original implant procedure occurred approximately 3 years ago (2012). A revision procedure took place on (B)(6) 2015 where the pfna long nail was removed. It is unknown if this blade was explanted as well. It is unknown if the complainant part will be returned for manufacturer review/investigation. Unknown as no part or lot numbers were provided for this complainant blade. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had a proximal femoral nail antirotation (pfna) nail implanted approximately three (3) years ago. The patient began reporting site pain towards (B)(6) 2015. A revision procedure where the pfna long nail was replaced took place on (B)(6) 2015. Patient outcome is unknown. No reported surgical time delay. This report is for one (1) unknown blade. This report is 3 of 3 for (B)(4).